Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Locking screw went through the mtp cp plate. Additional information received from rep. Reported that he was not present at case. Event occurred during primary surgery. Sales rep clarified that there were two plates involved with this event. A 3.0 locking screw (length unknown) went through the plate. Surgeon tried a different screw, it continued to go through. Removed plate and used second plate with different screws. Screws were still going through the plate. Event was resolved by removing everything and implanting screws without a plate.

Manufacturer narrative:
The reported incident that an anchorage screw was alleged of issue s-41 (poor fixation) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The root cause of this positioning issue has been identified as a design issue. The (B)(4) has been opened for recurring issue. The threshold defined in the risk management file was not exceeded. Design improvement actions were identified in (B)(4). Design improvements consist in changing tolerances of the screw head in order to strengthen the connectivity between plate and screws. As no device has been returned and this surgery has been completed successfully, no credit note will be provided. A review of the device history was not possible because the lot number was not communicated. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Locking screw went through the mtp cp plate. Additional information: sales rep reported that he was not present at case. Event occurred during primary surgery. There were two plates involved with this event. A 3.0 locking screw(length unknown) went through the plate. Surgeon tried a different screw, it continued to go through. Removed plate and used second plate with different screws. Screws still going through the plate. How was event resolved. Removed everything and put screws in without a plate.